Manufacturer narrative:
Product complaint #(B)(4). Complainant device is expected to be returned for manufacturer review/investigation. Occupation: initial reporter is j&j company representative. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, about a cervical cast for pin distractor it is come apart, falls in 2 pieces it won't stay together. It was first reported 4/12. It is unknown if there is patient and surgical involvement. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: part: 396.396. Lot: t930426. Manufacturing site: tuttlingen. Release to warehouse date: january 21, 2009. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the adjustable cervical distractor-right was received at us customer quality (cq). Visual inspection of the complaint device showed the weld between the bar and the arm had broken. Service and repair evaluation: the customer reported it is come apart, falls in 2 pieces it won't stay together. The repair technician reported the weld between ratcheting arm and compression arm has separated. Damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Dimensional inspection: a dimensional inspection was not performed due to post-manufacturing damage. Document/specification review: current and manufactured revisions were reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the weld between the bar and the arm had broken. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.